Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 432 mg/dl. Customer unable to troubleshoot for high readings due to a blank display. Troubleshooting was performed. The customer was advised to call back after the 2 hour rest if the pump does not come back on. The device was not returned for analysis.